Manufacturer narrative:
During inspection and testing, service found that due to the damaged air/water tube, the air supply volume did not meet specifications. Due to the clogging of the nozzle, no water would pass through. The grip, right/left knob, up/down knob, switch box, and electrical connector on the control section were discolored. The adhesive around the objective lens was discolored. The adhesive around the light guide lens was peeling. The connecting tube was buckled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was an issue with the air/water function. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found during the device evaluation (foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the clogged channel likely occurred from broken parts of the peripheral device entering the channel. The specific root cause could not be determined at this time. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use: "preparation and inspection - inspection of the instrument channel inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.